Event description:
According to the customer the unit stopped to "ventilate" at the (B)(6) 2021. The time of the event is between 01:00 to 02:00. The patient was not injured and the event was not reported to the ministry of health .

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. No patient harm was reported. The root cause could not be determined. No correction was conducted on the device.